Event description:
A malfunction alarm was reported, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump using the provided instructions, and no further issues occurred after the reset. The customer was advised to continue using the pump and to contact technical support if any further issues arise, which they understood and acknowledged.